Event description:
Lumbar spacer implant broke during insertion by surgeon. The broken implant was removed from the patient. Surgeon and team accounted for all broken pieces. An intraoperative x-ray was done to assure no missing pieces were left behind. The implant was given to dept mgr and then risk dept.